Event description:
Customer informed us on january 14 that one of our products was involved in an incident that resulted in a laceration.

Manufacturer narrative:
The investigation carried out in this case did not reveal any deviations from the specification. However, with the clamp not lubricated (non-use scenario), a "tooth-on-tooth" position could be reproduced under correspondingly extreme conditions, which, however, could not go undetected based on the safety check specified in the product instructions for use after skull fixation. This condition may occur if the unlubricated or insufficiently lubricated arms of the product become jammed after clamping the patient's skull. This unfavorable condition can be detected by checking the quick-release button on the underside of the fixed arm of the skull clamp, as it does not lie (completely) flat against the underside in such a tooth-to-tooth position. Based on the description of the incident, it cannot be excluded that this condition was the cause of the subsequent slippage (jamming of the tilted arm's teeth). In the context of this complaint correspondence, the customer is advised of the relevant IFU specifications regarding proper lubrication and relevant safety checks. Furthermore, from our experience, pinning technique plays a significant role in slippage during skull fixation, so it cannot be excluded that the pinning of the patient's skull may not have been optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."